Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the left ventricular lead exhibited high impedances and loss of capture. The lead programmed off by reprogramming the device to vvi mode. On (B)(6) 2011, the lead impedance and capture were good. The lead remained implanted. The patients condition was good before and after the event.